Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Customer continued to use the cartridge for insulin therapy and monitored the insulin gauge. Blood glucose was not impacted.